Event description:
It was reported that during an intracranial thrombectomy case, resistance was felt while retracting stent retriever into the subject catheter. Later, when tried to remove subject catheter from guide catheter, tip of the subject catheter was found fractured, and the fractured segment migrated into the cranium. Aspiration catheter and the stent retriever were used as medical intervention to remove the fractured segment of subject catheter but failed and the fractured segment was left inside the patient's body. Surgical delay of 60 minutes was observed. The status of patient is not provided.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the subject catheter shaft was noted to be kinked/bent at 9,31 and 77 cm from the catheter hub and the distal shaft was noted to be flat/crushed. The subject catheter tip was noted to be broken, fractured, and the catheter hub was intact. Functional inspection revealed friction in damaged areas when subject catheter was flushed, and a patency mandrel was advanced. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed during analysis. The device failed to meet specifications when received on inspection. Additional information provided by the customer was the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continues flush was set up and maintained throughout the procedure. The patient's anatomy was severely tortuous. The subject device was returned for analysis and the subject catheter shaft was noted to be kinked/bent. The subject catheter distal shaft was noted to be flat/crushed. The subject catheter tip was noted to be broken, fractured, and the hub was intact. An assignable cause of procedural factors will be assigned to the as reported codes catheter shaft friction, catheter tip broken/fractured during use and un-retrievable device fragments and to the as analyzed codes catheter shaft kinked/bent, catheter shaft flat/crushed, catheter shaft friction, un-retrieved device fragments and catheter tip broken/fractured during use these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during an intracranial thrombectomy case, resistance was felt while retracting stent retriever into the subject catheter. Later, when tried to remove subject catheter from guide catheter, tip of the subject catheter was found fractured, and the fractured segment migrated into the cranium. Aspiration catheter and the stent retriever were used as medical intervention to remove the fractured segment of subject catheter but failed and the fractured segment was left inside the patient's body. Surgical delay of 60 minutes was observed. The status of patient is not provided.